Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic for follow up with post-paced t-wave oversensing noted on stored egm. Patient did not receive therapy during oversensing. The device was reprogrammed and no further issues were reported.